Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach due to depression on the outer insulation. Set screw marks were noted on the connector pin as too proximal and visual analysis noted the lead was stretched.

Event description:
It was reported that the right ventricular lead was possibly fractured, had high impedance, and there was noise which triggered an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224drg ICD, implanted: (B)(6) 2011. (B)(4).